Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". Concomitant products included antidepressants and panadeine co (tylenol #3) since 2005. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anogenital warts ("infection (bladder/urinary tract/vaginal) ¿ hpv"), the first episode of hormone level abnormal ("hormonal change"), cervical dysplasia ("tumor/teratoma /cancer :hpv pre-cancerous cells") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of hormone level abnormal ("hormonal changes"), mood altered ("psychological or psychiatric problems-mood change/ mood changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, the last episode of hormone level abnormal, anogenital warts, mood altered, cervical dysplasia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anogenital warts, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of hormone level abnormal and the second episode of hormone level abnormal to be related to essure. The reporter commented: current weight: 210 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". Concomitant products included antidepressants and panadeine co (tylenol #3) since 2005. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anogenital warts ("infection (bladder/urinary tract/vaginal) ¿ hpv"), the first episode of hormone level abnormal ("hormonal change"), cervical dysplasia ("tumor/teratoma /cancer :hpv pre-cancerous cells") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of hormone level abnormal ("hormonal changes"), mood altered ("psychological or psychiatric problems-mood change/ mood changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, the last episode of hormone level abnormal, anogenital warts, mood altered, cervical dysplasia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anogenital warts, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of hormone level abnormal and the second episode of hormone level abnormal to be related to essure. The reporter commented: current weight: 210 lbs. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs received. Essure lot no added. Following event: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes ¿ mood changes, infection (bladder/urinary tract/vaginal) ¿ hpv, psychological or psychiatric problems-mood change, hormonal change, tumor/teratoma /cancer :hpv pre-cancerous cells, vaginal discharge, weight gain, essure confirmation test(s) conducted, specify. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.